Event description:
It was reported that an rn attempted to inflate the balloon but met resistance. The foley was removed and tested outside the patient; balloon did not inflate. A new catheter was inserted.

Manufacturer narrative:
It was reported that an rn attempted to inflate the balloon but met resistance. The foley was removed and tested outside the patient; balloon did not inflate. A new catheter was inserted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.